Event description:
The customer reported falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 7 patient samples on an atellica ci analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the same atellica ci analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 7 patient samples on an atellica ci analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. The customer was running the analyzer on a temporary water filter source and the water quality was found to be unacceptable. Siemens further evaluated the event and determined that poor water quality (low resistivity) potentially contributed to the elevated co2_c results. The customer performed maintenance on the water system and no further erroneous results were obtained. The event is due to a use error. The instrument is performing according to specifications. No further evaluation of this device is required.